Manufacturer narrative:
H11 it was reported that there was no patient involvement at the time the issue was discovered. Additionally, the device was removed from service, but there was no reported patient impact. H10 the biomedical engineer (bme) reported to the remote service engineer (rse) that the device was not turning off, and the 1104 "backup alarm failed" and 1115 "auxiliary alarm supply failed" alarm errors kept going off. Per good faith effort (gfe) response, however, the bme confirmed that the alarms did not actually occur, and the main issue was that the device would not power down. The rse informed the bme that the fourth-generation power management (pm) printed circuit board assembly (pcba) would be implemented for all v60 devices. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp replaced the pm pcba per field correction order (fco) but found that the pm pcba replacement did not resolve the reported issue. The asp then spoke with the rse and determined that the issue may have stemmed from the central processing unit (cpu) pcba. The asp performed a cpu pcba replacement, but the issue remained. Following the cpu replacement, the asp performed further troubleshooting with the bme and discovered that the root cause was due to a faulty motor controller (mc) pcba. Per gfe responses, the bme confirmed that the mc pcba was replaced, and the reported issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not power off and the device won't stop alarming. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. A remote service engineer was consulted and the rse suggested changing out the cpu (central processing unit) board may fix the issue but when that was replaced it did not fix the issue either. Investigation is ongoing.

Manufacturer narrative:
It was reported that there was an extra motor control (mc) printed circuit board assembly (pcba) in the shop and after trying, it solved the issue. Customer will take care of the repair and has sent the defective part back to philips. Customer has opted to repair the device themselves. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.